Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was at their six-week post-op appointment and the patient had a low-grade fever, slight serious drainage from the implantable neurostimulator (ins) site, and their white blood count was elevated at 20. The healthcare professional (hcp) wanted to know if the ins should be removed, just the lead, or the entire system. It was reviewed that this was a medical decision. The rep later reported that the hcp removed the ins and wanted to know how long to wait before re-implant. Again, it was reviewed that this was a medical decision. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient noticed these symptoms on (B)(6)2019. The system was completely explanted and the wounds were washed out on (B)(6) 2019. No decision has been made about the patient being re-implanted and the patient's outcome was unknown. The device was explanted successfully. No further complications were reported.